Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a reservoir leak on the insulin pump. The customer's blood glucose level was 228 mg/dl. The customer reports fluid in the reservoir compartment. The customer was advised to remove the reservoir. The customer is sending back reservoir for analysis. The customer said that she will call back to provide the exact amount of reservoir that is going to be return.